Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), allergy to metals ("important allergic reaction to essure components"), embedded device ("part of essure is embedded in the uterine cavity") and uterine inflammation ("uterine inflammation") in a female patient who had essure (batch no. 50651683 / c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp") and limb injury ("unspecified event in the limbs (extremities)"). The patient was treated with surgery (essure removal - fallopian tubes removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, dry eye and eye irritation outcome was unknown, the allergy to metals, embedded device, uterine inflammation, pelvic pain, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the complication of device insertion had resolved. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, limb injury, menorrhagia, mood altered, muscle spasms, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria and uterine inflammation to be related to essure. The reporter commented: essure was inserted in (B)(6)2014 and (B)(6)2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. Lot number: 50651683, manufacturing date: mar-2012, expiration date: mar-2015. Lot number: c61993, manufacturing date: 03-jun-2014, expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6)2019 for the following reason: device similar incident listing updated. Uterine inflammation upgraded to incident. No new follow-up information was received from the reporter. We received a lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), pregnancy with contraceptive device ('gestational sac was visualized (8 weeks)'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure') and uterine inflammation ('uterine inflammation') in a 36-year-old female patient who had essure (batch no. 50651683 / c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"), dyspareunia ("dyspareunia") and polymenorrhoea ("two period a month"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In 2015, the patient experienced ovarian cyst ("persistent 22x26 mm cyst right ovary"). On (B)(6) 2015, the patient experienced migraine ("recurrent headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal discharge ("yellow vaginal discharge"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence ("vaginal cuff dehiscence"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nausea"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp"), limb injury ("unspecified event in the limbs (extremities)"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), nocturia ("nocturia"), constipation ("problems of constipation (adherent syndrome)") and adenomyosis ("myometrium adenomyosis"). The patient was treated with analgesics, benzydamine hydrochloride (rosalgin), ibuprofen, lactulose (dulac), rizatriptan benzoate (maxalt) and surgery (essure removal - fallopian tubes removal on (B)(6) 2017, essure removal - total hysterectomy, laparoscopic total hysterectomy for right essure removal (B)(6) 2017, operated on for a voluntary interruption of pregnancy and vaginal dehiscence suture on (B)(6) 2018). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, uterine inflammation, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, dry eye, eye irritation, polymenorrhoea, migraine, insomnia, urinary incontinence, pollakiuria, nocturia, constipation, ovarian cyst, adenomyosis and vaginal discharge outcome was unknown, the allergy to metals, embedded device, pelvic pain, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the vaginal cuff dehiscence and complication of device insertion had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, asthenia, complication of device insertion, constipation, device breakage, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, insomnia, limb injury, menorrhagia, migraine, mood altered, muscle spasms, nausea, nocturia, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, pregnancy with contraceptive device, pruritus, urinary incontinence, urticaria, uterine inflammation, vaginal cuff dehiscence and vaginal discharge to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but, part of essure was embedded in the uterine cavity according to last test performed for which, the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6) 2017: intriguing image of essure in cavity with curved path. Gynaecological examination - on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, (B)(6). No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stitches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings. Hysteroscopy - on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings). Laparoscopy - on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Pathology test - on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis. Skin test - on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary.) Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm); on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of (B)(6), 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus. Lot number: 50651683, manufacturing date: mar-2012, expiration date: mar-2015. Lot number: c61993, manufacturing date: 03-jun-2014, expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: lawyer provided medical records. Patient date of birth/age, medical history added. Test data added ((B)(6) 2015, 2016) headache specified as migraine. Remedial drugs added. Event added: persistent cyst right ovary, myometrium adenomyosis, yellow vaginal discharge. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), pregnancy with contraceptive device ('gestational sac was visualized (8 weeks)'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure') and uterine inflammation ('uterine inflammation') in a 36-year-old female patient who had essure (batch no. 50651683 / c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"), dyspareunia ("dyspareunia") and polymenorrhoea ("two period a month"). In (B)(6)2014, the patient experienced pelvic pain ("pelvic pain"). In 2015, the patient experienced ovarian cyst ("persistent 22x26 mm cyst right ovary"). On (B)(6)2015, the patient experienced migraine ("recurrent headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced vaginal discharge ("yellow vaginal discharge"). On (B)(6)2018, the patient experienced vaginal cuff dehiscence ("vaginal cuff dehiscence"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp"), limb injury ("unspecified event in the limbs (extremities)"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), nocturia ("nocturia"), constipation ("problems of constipation (adherent syndrome)") and adenomyosis ("myometrium adenomyosis"). The patient was treated with analgesics, benzydamine hydrochloride (rosalgin), ibuprofen, lactulose (dulac), rizatriptan benzoate (maxalt) and surgery (essure removal - fallopian tubes removal on (B)(6)2017, essure removal - total hysterectomy, laparoscopic total hysterectomy for right essure removal (B)(6)2017, operated on for a voluntary interruption of pregnancy and vaginal dehiscence suture on (B)(6)2018). Essure was removed on (B)(6)2017. On (B)(6)2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, uterine inflammation, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, dry eye, eye irritation, polymenorrhoea, migraine, insomnia, urinary incontinence, pollakiuria, nocturia, constipation, ovarian cyst, adenomyosis and vaginal discharge outcome was unknown, the allergy to metals, embedded device, pelvic pain, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the vaginal cuff dehiscence and complication of device insertion had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, asthenia, complication of device insertion, constipation, device breakage, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, insomnia, limb injury, menorrhagia, migraine, mood altered, muscle spasms, nausea, nocturia, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, pregnancy with contraceptive device, pruritus, urinary incontinence, urticaria, uterine inflammation, vaginal cuff dehiscence and vaginal discharge to be related to essure. The reporter commented: essure was inserted in (B)(6)2014 (2 attempts failed on right coil) and (B)(6)2015 (right coil inserted). On (B)(6)2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but, part of essure was embedded in the uterine cavity according to last test performed for which, the symptoms and conditions remain: on (B)(6)2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure. On (B)(6)2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6)2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6)2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6)2017: intriguing image of essure in cavity with curved path. Gynaecological examination - on (B)(6)2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6)2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6)2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6)2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6)2019: speculum: vaulted closed, suture. No other findings. Hysteroscopy - on (B)(6)2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings). Laparoscopy - on (B)(6)2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Pathology test - on (B)(6)2017: biopsy: fallopian tubes with no relevant changes; on (B)(6)2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen. Diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis. Skin test - on (B)(6)2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6)2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary.) Both intratubal devices seen; on (B)(6)2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries essures can be seen; on (B)(6)2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6)2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm); on (B)(6)2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6)2018: no pathological findings; on (B)(6)2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus. Lot number:50651683 manufacturing date:2012/03 expiration date:2015/03. Lot number:c61993 production date 2014-06-03 expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), allergy to metals ("important allergic reaction to essure components"), embedded device ("part of essure is embedded in the uterine cavity") and uterine inflammation ("uterine inflammation") in a female patient who had essure (batch no. 50651683 / c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), uterine inflammation (seriousness criterion medically significant), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts"), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp") and limb injury ("unspecified event in the limbs (extremities)"). The patient was treated with surgery (essure removal - fallopian tubes removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, dry eye and eye irritation outcome was unknown, the allergy to metals, embedded device, pelvic pain, uterine inflammation, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the complication of device insertion had resolved. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, limb injury, menorrhagia, mood altered, muscle spasms, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria and uterine inflammation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. Lot number: 50651683, manufacturing date: mar-2012, expiration date: mar-2015. Lot number: c61993, manufacturing date: 03-jun-2014, expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: patient initials were added. Cramps in lower limb outcome (not recovered) was provided. We received a lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation/ uterine inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure / suspicion of intracavitary essure') and vaginal cuff dehiscence ('vaginal cuff dehiscence') in a 36-year-old female patient who had essure (batch no. 50651683 / c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, abdominal pain (emergency report of (B)(6), acute lower hemiabdomen pain accompanied by nausea. Assessed by gynecology who do not appreciate gynecological alteration, main diagnosis nonspecific abdominal pain) in 2010, nausea (emergency report of (B)(6), acute lower hemiabdomen pain accompanied by nausea. Assessed by gynecology who do not appreciate gynecological alteration, main diagnosis nonspecific abdominal pain) in 2010, respiratory distress (emergency report of (B)(6), acute lower hemiabdomen pain accompanied by respiratory distress. Assessed by gynecology who do not appreciate gynecological alteration, main diagnosis nonspecific abdominal pain) in 2010, hypogastric pain (emergency report of (B)(6), urinary problems) in 2010, vomiting (emergency report of (B)(6) urinary problems, she comes due to pain in the hypogastrium radiating to the lumbar area accompanied by vomiting) in 2010, dizziness (emergency report of (B)(6) urinary problems, she comes due to pain in the hypogastrium radiating to the lumbar area accompanied by dizziness) in 2010, voiding difficulty (emergency report of (B)(6) urinary problems) in 2010, multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included for an unreported indication: cetraxzal in 2010, copper iud, diane 35 and oral contraceptive. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"), the first episode of dyspareunia ("dyspareunia") and frequent periods ("two period a month"). In (B)(6) 2014, the patient experienced the first episode of pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In 2015, the patient experienced ovarian cyst nos ("persistent 22x26 mm cyst right ovary"). On (B)(6) 2015, the patient experienced the first episode of polymenorrhoea ("two menstruations this month"). On (B)(6) 2015, the patient experienced the first episode of migraine ("recurrent headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On(B)(6) 2016, the patient experienced the second episode of polymenorrhoea ("two menstruations this month") and the second episode of dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6) 2016, the patient experienced the first episode of abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion") and the second episode of migraine ("migraine headache"). On (B)(6) 2016, the patient experienced the first episode of back pain ("lumbar pain"), the first episode of dysmenorrhoea ("dysmenorrhea") and hypogastric pain ("hypogastric pain"). On (B)(6) 2017, the patient experienced the second episode of dysmenorrhoea ("she continues with dysmenorrhea"). On (B)(6) 2017, the patient experienced the second episode of back pain ("pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area") and dysuria ("discomfort when urinating"). On (B)(6) 2017, the patient experienced ovarian cyst ("persistent right ovarian cyst"), the second episode of pelvic pain ("pelvic pain"), iliac fossa pain ("abdominal pain that radiates to right iliac fossa") and the second episode of abdominal pain lower ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017, the patient experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), the first episode of constipation ("not being able to go to the bathroom"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure)") and procedural vomiting ("she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure)"). On (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("yellow vaginal discharge"). On (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal itching") and the second episode of vaginal discharge ("vaginal yellow discharge"). On (B)(6) 2018, the patient experienced dermatitis allergic ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain ("abdominal pain") and the second episode of constipation ("constipation"). On (B)(6) 2018, the patient experienced the third episode of abdominal pain lower ("pain in the hypogastrium that goes to the lumbar region") and urinary tract infection ("possible urinary infection"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018, the patient experienced constipation chronic ("persistent constipation"). On (B)(6) 2019, the patient experienced the first episode of libido decreased ("decreased libido"), micturition urgency ("micturition urgency without leakage"), the first episode of nocturia ("nocturia"), the third episode of dyspareunia ("habitual dyspareunia") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On (B)(6) 2020, the patient experienced the second episode of libido decreased ("decreased libido"), pelvic pain ("chronic pelvic pain"), the fourth episode of dyspareunia ("dyspareunia") and the third episode of libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), cramp in lower abdomen ("cramp"), limb injury ("unspecified event in the limbs (extremities)"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), the second episode of nocturia ("nocturia"), the third episode of constipation ("problems of constipation (adherent syndrome)"), adenomyosis ("myometrium adenomyosis"), menstrual disorder ("she continues with menstrual changes"), the first episode of hypersensitivity ("possible allergic drug reaction to beta-lactams") and the second episode of hypersensitivity ("possible allergic drug reaction to beta-lactams"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, antibiotics, benzydamine hydrochloride (rosalgin), herbal pollen nos;tocopherol (serelys), ibuprofen, lactulose (dulac), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, rizatriptan benzoate (maxalt), surgery (essure removal - fallopian tubes removal on (B)(6) 2017, essure removal - total hysterectomy, laparoscopic total hysterectomy for right essure removal (B)(6) 2017 and vaginal dehiscence suture on (B)(6) 2018) and voluntary interruption of pregnancy. Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, menorrhagia, fatigue, asthenia, mood altered, pain, dry eye, eye irritation, frequent periods, insomnia, urinary incontinence, pollakiuria, the last episode of nocturia, the last episode of constipation, ovarian cyst nos, adenomyosis, metrorrhagia, dysfunctional uterine bleeding, the last episode of polymenorrhoea, the last episode of migraine, hypogastric pain, the last episode of dysmenorrhoea, the last episode of back pain, dysuria, ovarian cyst, the last episode of pelvic pain, iliac fossa pain, the last episode of hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, the last episode of vaginal discharge, dermatitis allergic, vulvovaginal pain, the last episode of abdominal pain, the last episode of abdominal pain lower, constipation chronic, urinary tract infection, abdominal discomfort, pelvic pain, the last episode of dyspareunia and the last episode of libido decreased outcome was unknown, the allergy to metals, embedded device, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, cramp in lower abdomen and limb injury had not resolved, the vaginal cuff dehiscence and complication of device insertion had resolved and the micturition urgency was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, adenomyosis, allergy to metals, asthenia, complication of device insertion, dermatitis allergic, device breakage, device expulsion, device intolerance, dry eye, dysfunctional uterine bleeding, dysuria, embedded device, eye irritation, fatigue, frequent periods, insomnia, limb injury, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, mood altered, muscle spasms, nausea, ovarian cyst nos, pain, pelvic inflammatory disease, pollakiuria, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vulvovaginal pain, vulvovaginal pruritus, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of back pain, the first episode of constipation, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of hypersensitivity, the first episode of libido decreased, the first episode of migraine, the first episode of nocturia, the first episode of pelvic pain, the first episode of vaginal discharge, hypogastric pain, ovarian cyst, the first episode of polymenorrhoea, the second episode of abdominal pain, the second episode of back pain, the second episode of constipation, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of hypersensitivity, the second episode of libido decreased, the second episode of migraine, the second episode of nocturia, the second episode of pelvic pain, the second episode of vaginal discharge, constipation chronic, iliac fossa pain, pelvic pain, the second episode of polymenorrhoea, the third episode of dyspareunia, the third episode of libido decreased, the fourth episode of dyspareunia, the second episode of abdominal pain lower, the third episode of constipation, the third episode of abdominal pain lower and cramp in lower abdomen to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but, part of essure was embedded in the uterine cavity according to last test performed for which, the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6) 2017: intriguing image of essure in cavity with curved path. Colonoscopy - on (B)(6) 2018: normal colonoscopy. Computerised tomogram head - on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia. Gynaecological examination - on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings; on (B)(6) 2019: suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area.. Hysteroscopy - on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings).. Laparoscopy - on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Magnetic resonance imaging - on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed.. Pathology test - on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6)2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis. Physiotherapy - on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment.. Skin test - on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary.) Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm.; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.. Ultrasound scan vagina - on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia.. Lot number:50651683 manufacturing date:2012/03 expiration date:2015/03 lot number:c61993 production date 2014-06-03 expiration date 2017-06-30 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-jan-2021: the follow information was added: date of elective abortion; lab data; on products: serelys, antibiotics, macrogol; on events: metrorrhagia, dysfunctional uterine bleeding, two menstruations this month, abdominal discomfort persisted in both iliac fossae after abortion, voluntary pregnancy interruption, dysmenorrhea, lumbar pain, hypogastric pain, she continues with dysmenorrhea, she continues with menstrual changes, pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area, discomfort when urinating, persistent right ovarian cyst, pelvic pain, abdominal pain that radiates to right iliac fossa, she continue with discomfort at the hypogastric level, possible allergic drug reaction to beta-lactams, abdominal pain/pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure), not being able to go to the bathroom, she refers fever and dysthermia since last night (laparoscopic hysterectomy procedure), she refers nausea and vomiting after discharge from hospital (laparoscopic hysterectomy procedure), vaginal itching, vaginal yellow discharge, she states that with the use of costume jewelry her skin is irritated and itchy, constipation, abdominal, vaginal pain, nonspecific abdominal pain. Possible urinary tract infection, constipation, decreased libido, micturition urgency without leakage, nocturia, habitual dyspareunia, abdominal discomfort that increases with physical activity, chronic pelvic pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation/ uterine inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure / suspicion of intracavitary essure') and vaginal cuff dehiscence ('vaginal cuff dehiscence') in a 36-year-old female patient who had essure (batch no. 50651683 , c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, abdominal pain in 2010, nausea in 2010, respiratory distress in 2010, hypogastric pain in 2010, vomiting in 2010, dizziness in 2010, voiding difficulty in 2010, multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included for an unreported indication: cetraxzal in 2010, copper iud, diane 35 and oral contraceptive. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"), the first episode of dyspareunia ("dyspareunia") and frequent periods ("two period a month"). In (B)(6) 2014, the patient experienced the first episode of pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In 2015, the patient experienced ovarian cyst nos ("persistent 22x26 mm cyst right ovary"). On (B)(6) 2015, the patient experienced the first episode of polymenorrhoea ("two menstruations this month"). On (B)(6) 2015, the patient experienced the first episode of migraine ("recurrent headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6) 2016, the patient experienced the second episode of polymenorrhoea ("two menstruations this month") and the second episode of dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion") and the second episode of migraine ("migraine headache"). On (B)(6) 2016, the patient experienced the first episode of back pain ("lumbar pain"), the first episode of dysmenorrhoea ("dysmenorrhea") and the first episode of abdominal pain lower ("hypogastric pain"). On (B)(6) 2017, the patient experienced the second episode of dysmenorrhoea ("she continues with dysmenorrhea"). On (B)(6) 2017, the patient experienced the second episode of back pain ("pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area") and dysuria ("discomfort when urinating"). On (B)(6) 2017, the patient experienced ovarian cyst ("persistent right ovarian cyst"), the second episode of pelvic pain ("pelvic pain"), iliac fossa pain ("abdominal pain that radiates to right iliac fossa") and lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017, the patient experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), the first episode of constipation ("not being able to go to the bathroom"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea after discharge from hospital (laparoscopic hysterectomy procedure)") and procedural vomiting ("she refers vomiting after discharge from hospital (laparoscopic hysterectomy procedure)"). On (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("yellow vaginal discharge"). On (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal itching") and the second episode of vaginal discharge ("vaginal yellow discharge"). On (B)(6) 2018, the patient experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain ("abdominal pain") and the second episode of constipation ("constipation"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain lower ("pain in the hypogastrium that goes to the lumbar region") and urinary tract infection ("possible urinary infection"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018, the patient experienced constipation chronic ("persistent constipation"). On (B)(6) 2019, the patient experienced the first episode of libido decreased ("decreased libido"), micturition urgency ("micturition urgency without leakage"), the first episode of nocturia ("nocturia"), the third episode of dyspareunia ("habitual dyspareunia") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On (B)(6) 2020, the patient experienced the second episode of libido decreased ("decreased libido"), pelvic pain ("chronic pelvic pain"), the fourth episode of dyspareunia ("dyspareunia") and the third episode of libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nausea"), device intolerance ("rejection to essure"), pruritus ("itching"), cramp in lower abdomen ("cramp"), limb injury ("unspecified event in the limbs (extremities)"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), the second episode of nocturia ("nocturia"), the third episode of constipation ("problems of constipation (adherent syndrome)"), adenomyosis ("myometrium adenomyosis"), menstrual disorder ("she continues with menstrual changes"), the first episode of drug hypersensitivity ("possible allergic drug reaction to beta-lactams") and the second episode of drug hypersensitivity ("possible allergic drug reaction to beta-lactams"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, antibiotics, benzydamine hydrochloride (rosalgin), herbal pollen nos;tocopherol (serelys), ibuprofen, lactulose (dulac), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, rizatriptan benzoate (maxalt), surgery (essure removal - fallopian tubes removal on (B)(6) 2017, essure removal - total hysterectomy, laparoscopic total hysterectomy for right essure removal (B)(6) 2017 and vaginal dehiscence suture on (B)(6) 2018) and voluntary interruption of pregnancy. Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, menorrhagia, fatigue, asthenia, mood altered, pain, dry eye, eye irritation, frequent periods, insomnia, urinary incontinence, pollakiuria, the last episode of nocturia, the last episode of constipation, ovarian cyst nos, adenomyosis, metrorrhagia, dysfunctional uterine bleeding, the last episode of polymenorrhoea, abdominal pain lower, the last episode of migraine, the last episode of dysmenorrhoea, the last episode of back pain, dysuria, ovarian cyst, the last episode of pelvic pain, iliac fossa pain, lower abdominal discomfort, the last episode of drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, the last episode of vaginal discharge, dermatitis contact, vulvovaginal pain, the last episode of abdominal pain, the last episode of abdominal pain lower, constipation chronic, urinary tract infection, abdominal discomfort, pelvic pain, the last episode of dyspareunia and the last episode of libido decreased outcome was unknown, the allergy to metals, embedded device, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, cramp in lower abdomen and limb injury had not resolved, the vaginal cuff dehiscence and complication of device insertion had resolved and the micturition urgency was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) -2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, asthenia, complication of device insertion, dermatitis contact, device breakage, device expulsion, device intolerance, dry eye, dysfunctional uterine bleeding, dysuria, embedded device, eye irritation, fatigue, frequent periods, insomnia, limb injury, lower abdominal discomfort, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, mood altered, muscle spasms, nausea, ovarian cyst nos, pain, pelvic inflammatory disease, pollakiuria, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vulvovaginal pain, vulvovaginal pruritus, the first episode of abdominal pain, the first episode of back pain, the first episode of constipation, the first episode of drug hypersensitivity, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of libido decreased, the first episode of migraine, the first episode of nocturia, the first episode of pelvic pain, the first episode of vaginal discharge, abdominal discomfort, ovarian cyst, the first episode of abdominal pain lower, the first episode of polymenorrhoea, the second episode of abdominal pain, the second episode of back pain, the second episode of constipation, the second episode of drug hypersensitivity, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of libido decreased, the second episode of migraine, the second episode of nocturia, the second episode of pelvic pain, the second episode of vaginal discharge, constipation chronic, iliac fossa pain, pelvic pain, the second episode of polymenorrhoea, the third episode of dyspareunia, the third episode of libido decreased, the fourth episode of dyspareunia, the second episode of abdominal pain lower, the third episode of constipation and cramp in lower abdomen to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but, part of essure was embedded in the uterine cavity according to last test performed for which, the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6) 2017: intriguing image of essure in cavity with curved path. Colonoscopy - on (B)(6) 2018: normal colonoscopy. Computerised tomogram head - on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia. Gynaecological examination - on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stitches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings; on (B)(6) 2019: suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area.. Hysteroscopy - on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings).. Laparoscopy - on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Magnetic resonance imaging - on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed.. Pathology test - on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis. Physiotherapy - on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment.. Skin test - on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary.) Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm.; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.. Ultrasound scan vagina - on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia.. Lot number:50651683 manufacturing date:2012/03 expiration date:2015/03. Lot number:c61993 manufacturing date: 2014-06-03 expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation/ uterine inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure / suspicion of intracavitary essure') and vaginal cuff dehiscence ('vaginal cuff dehiscence') in a 36-year-old female patient who had essure (batch no. 50651683 , c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, abdominal pain in 2010, nausea in 2010, respiratory distress in 2010, hypogastric pain in 2010, vomiting in 2010, dizziness in 2010, voiding difficulty in 2010, multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included for an unreported indication: cetraxzal in 2010, copper iud, diane 35 and oral contraceptive. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"), the first episode of dyspareunia ("dyspareunia") and frequent periods ("two period a month"). In (B)(6) 2014, the patient experienced the first episode of pelvic pain ("pelvic pain"). On (B)(6) 2015, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In 2015, the patient experienced ovarian cyst nos ("persistent 22x26 mm cyst right ovary"). On (B)(6) 2015, the patient experienced the first episode of polymenorrhoea ("two menstruations this month"). On (B)(6) 2015, the patient experienced the first episode of migraine ("recurrent headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6) 2016, the patient experienced the second episode of polymenorrhoea ("two menstruations this month") and the second episode of dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion") and the second episode of migraine ("migraine headache"). On (B)(6) 2016, the patient experienced the first episode of back pain ("lumbar pain"), the first episode of dysmenorrhoea ("dysmenorrhea") and the first episode of abdominal pain lower ("hypogastric pain"). On (B)(6) 2017, the patient experienced the second episode of dysmenorrhoea ("she continues with dysmenorrhea"). On (B)(6) 2017, the patient experienced the second episode of back pain ("pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area") and dysuria ("discomfort when urinating"). On (B)(6) 2017, the patient experienced ovarian cyst ("persistent right ovarian cyst"), the second episode of pelvic pain ("pelvic pain"), iliac fossa pain ("abdominal pain that radiates to right iliac fossa") and lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017, the patient experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), the first episode of constipation ("not being able to go to the bathroom"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea after discharge from hospital (laparoscopic hysterectomy procedure)") and procedural vomiting ("she refers vomiting after discharge from hospital (laparoscopic hysterectomy procedure)"). On (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("yellow vaginal discharge"). On (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal itching") and the second episode of vaginal discharge ("vaginal yellow discharge"). On (B)(6) 2018, the patient experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain ("abdominal pain") and the second episode of constipation ("constipation"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain lower ("pain in the hypogastrium that goes to the lumbar region") and urinary tract infection ("possible urinary infection"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018, the patient experienced constipation chronic ("persistent constipation"). On (B)(6) 2019, the patient experienced the first episode of libido decreased ("decreased libido"), micturition urgency ("micturition urgency without leakage"), the first episode of nocturia ("nocturia"), the third episode of dyspareunia ("habitual dyspareunia") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On (B)(6) 2020, the patient experienced the second episode of libido decreased ("decreased libido"), pelvic pain ("chronic pelvic pain"), the fourth episode of dyspareunia ("dyspareunia") and the third episode of libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nausea"), device intolerance ("rejection to essure"), pruritus ("itching"), cramp in lower abdomen ("cramp"), limb injury ("unspecified event in the limbs (extremities)"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), the second episode of nocturia ("nocturia"), the third episode of constipation ("problems of constipation (adherent syndrome)"), adenomyosis ("myometrium adenomyosis"), menstrual disorder ("she continues with menstrual changes"), the first episode of drug hypersensitivity ("possible allergic drug reaction to beta-lactams") and the second episode of drug hypersensitivity ("possible allergic drug reaction to beta-lactams"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, antibiotics, benzydamine hydrochloride (rosalgin), herbal pollen nos;tocopherol (serelys), ibuprofen, lactulose (dulac), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, rizatriptan benzoate (maxalt), surgery (essure removal - fallopian tubes removal on (B)(6) 2017, essure removal - total hysterectomy, laparoscopic total hysterectomy for right essure removal (B)(6) 2017 and vaginal dehiscence suture on (B)(6) 2018) and voluntary interruption of pregnancy. Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, menorrhagia, fatigue, asthenia, mood altered, pain, dry eye, eye irritation, frequent periods, insomnia, urinary incontinence, pollakiuria, the last episode of nocturia, the last episode of constipation, ovarian cyst nos, adenomyosis, metrorrhagia, dysfunctional uterine bleeding, the last episode of polymenorrhoea, abdominal pain lower, the last episode of migraine, the last episode of dysmenorrhoea, the last episode of back pain, dysuria, ovarian cyst, the last episode of pelvic pain, iliac fossa pain, lower abdominal discomfort, the last episode of drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, the last episode of vaginal discharge, dermatitis contact, vulvovaginal pain, the last episode of abdominal pain, the last episode of abdominal pain lower, constipation chronic, urinary tract infection, abdominal discomfort, pelvic pain, the last episode of dyspareunia and the last episode of libido decreased outcome was unknown, the allergy to metals, embedded device, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, cramp in lower abdomen and limb injury had not resolved, the vaginal cuff dehiscence and complication of device insertion had resolved and the micturition urgency was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, asthenia, complication of device insertion, dermatitis contact, device breakage, device expulsion, device intolerance, dry eye, dysfunctional uterine bleeding, dysuria, embedded device, eye irritation, fatigue, frequent periods, insomnia, limb injury, lower abdominal discomfort, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, mood altered, muscle spasms, nausea, ovarian cyst nos, pain, pelvic inflammatory disease, pollakiuria, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vulvovaginal pain, vulvovaginal pruritus, the first episode of abdominal pain, the first episode of back pain, the first episode of constipation, the first episode of drug hypersensitivity, the first episode of dysmenorrhoea, the first episode of dyspareunia, the first episode of libido decreased, the first episode of migraine, the first episode of nocturia, the first episode of pelvic pain, the first episode of vaginal discharge, abdominal discomfort, ovarian cyst, the first episode of abdominal pain lower, the first episode of polymenorrhoea, the second episode of abdominal pain, the second episode of back pain, the second episode of constipation, the second episode of drug hypersensitivity, the second episode of dysmenorrhoea, the second episode of dyspareunia, the second episode of libido decreased, the second episode of migraine, the second episode of nocturia, the second episode of pelvic pain, the second episode of vaginal discharge, constipation chronic, iliac fossa pain, pelvic pain, the second episode of polymenorrhoea, the third episode of dyspareunia, the third episode of libido decreased, the fourth episode of dyspareunia, the second episode of abdominal pain lower, the third episode of constipation and cramp in lower abdomen to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but, part of essure was embedded in the uterine cavity according to last test performed for which, the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6) 2017: intriguing image of essure in cavity with curved path. Colonoscopy - on (B)(6) 2018: normal colonoscopy. Computerised tomogram head - on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia. Gynaecological examination - on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stitches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings; on (B)(6) 2019: suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area.. Hysteroscopy - on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings).. Laparoscopy - on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Magnetic resonance imaging - on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed.. Pathology test - on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis. Physiotherapy - on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment.. Skin test - on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary.) Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm.; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.. Ultrasound scan vagina - on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia.. Lot number:50651683 manufacturing date:2012/03 expiration date:2015/03. Lot number:c61993 manufacturing date: 2014-06-03 expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: updated quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('important allergic reaction to essure componetns'), embedded device ('part of essure is embedded in the uterine cavity'), uterine inflammation ('uterine inflammation') and device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure (batch no. 50651683 / c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp"), limb injury ("unspecified event in the limbs (extremities)") and device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removal - fallopian tubes removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, dry eye, eye irritation and device breakage outcome was unknown, the allergy to metals, embedded device, uterine inflammation, pelvic pain, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the complication of device insertion had resolved. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, device breakage, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, limb injury, menorrhagia, mood altered, muscle spasms, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria and uterine inflammation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. Lot number: 50651683 manufacturing date: mar-2012, expiration date: mar-2015. Lot number: c61993 manufacturing date: 03-jun-2014, expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: reporter¿s information provided, and the event ¿device breakage¿ added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation/ uterine inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), allergy to metals ('important allergic reaction to essure components/nickel skin test positive'), embedded device ('symptomatic intramural right essure/suspicion of intracavitary essure') and vaginal cuff dehiscence ('vaginal cuff dehiscence') in a 36-year-old female patient who had essure (batch no. 50651683, c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "gestational sac with 15.1 mm embryo (8 weeks)" from (B)(6) 2016 to (B)(6) 2016. The patient's medical history included abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, abdominal pain in 2010, nausea in 2010, respiratory distress in 2010, hypogastric pain in 2010, vomiting in 2010, dizziness in 2010, voiding difficulty in 2010, multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included for an unreported indication: cetraxzal in 2010, oral contraceptive, copper iud and diane 35. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia/habitual dyspareunia"), polymenorrhoea ("two period a month/several menstrual periods, recurrent") and complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/4 surgeries for implantation"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain/pain in the pelvic floor and persistent contractions, as if she was giving birth"). On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2015, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). In 2015, the patient experienced ovarian cyst ("persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017"). On (B)(6) 2015, the patient experienced migraine ("recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ she continues with dysmenorrhea") and back pain ("lumbar pain/ pain in the lumbosacral area/pain in the lumbar area and that radiates to the abdominal area"). On (B)(6) 2017, the patient experienced dysuria ("discomfort when urinating"). On (B)(6) 2017, the patient experienced iliac fossa pain ("abdominal pain that radiates to right iliac fossa/hypogastric pain") and lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017, the patient experienced procedural pain ("abdominal pain/pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), the first episode of constipation ("not being able to go to the bathroom"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure)") and procedural vomiting ("she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure)"). On (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("yellow vaginal discharge"). On (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal itching") and the second episode of vaginal discharge ("vaginal yellow discharge"). On (B)(6) 2018, the patient experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain ("abdominal pain") and the second episode of constipation ("constipation"). On (B)(6) 2018, the patient experienced hypogastric pain ("pain in the hypogastrium that goes to the lumbar region") and urinary tract infection ("possible urinary infection"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018, the patient experienced constipation chronic ("persistent constipation"). On (B)(6) 2019, the patient experienced the first episode of libido decreased ("decreased libido"), micturition urgency ("micturition urgency without leakage"), the first episode of nocturia ("nocturia") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On (B)(6) 2020, the patient experienced the second episode of dyspareunia ("dyspareunia") and the second episode of libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cramp in lower abdomen ("cramp/permanent abdominal cramps"), device expulsion ("part of essure is embedded in the uterine cavity"), urticaria ("important welts "), pruritus ("itching"), abdominal distension ("abdominal swelling"), pain ("pricks/day and night pain"), device intolerance ("rejection to essure"), adenomyosis ("myometrium adenomyosis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), nausea ("nauseas"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), the second episode of nocturia ("nocturia"), the third episode of constipation ("problems of constipation (adherent syndrome)"), drug hypersensitivity ("possible allergic drug reaction to beta-lactams/various allergic") and alopecia ("hair loss"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, antibiotics, benzydamine hydrochloride (rosalgin), herbal pollen nos;tocopherol (serelys), ibuprofen, lactulose (dulac), macrogol; potassium chloride;sodium bicarbonate;sodium chloride, rizatriptan benzoate (maxalt) and surgery (essure removal - total hysterectomy, essure removal - uterus and fallopian tubes removal on (B)(6) 2017, laparoscopic total hysterectomy for right essure removal (B)(6) 2017, vaginal dehiscence suture on (B)(6) 2018 and voluntary interruption of pregnancy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, the last episode of dyspareunia, iliac fossa pain, abdominal pain lower, hypogastric pain, back pain, intermenstrual bleeding, abnormal uterine bleeding, polymenorrhoea, lower abdominal discomfort, abdominal distension, pain, ovarian cyst, adenomyosis, fatigue, asthenia, mood altered, dry eye, eye irritation, migraine, insomnia, urinary incontinence, dysuria, pollakiuria, the last episode of nocturia, the last episode of constipation, drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, the last episode of vaginal discharge, dermatitis contact, vulvovaginal pain, the last episode of abdominal pain, constipation chronic, urinary tract infection, abdominal discomfort, the last episode of libido decreased and alopecia outcome was unknown, the allergy to metals, embedded device, pelvic pain, dysmenorrhoea, cramp in lower abdomen, device expulsion, urticaria, pruritus, device intolerance, muscle spasms and nausea had not resolved, the vaginal cuff dehiscence and complication of device insertion had resolved and the micturition urgency was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, adenomyosis, allergy to metals, alopecia, asthenia, back pain, complication of device insertion, dermatitis contact, device breakage, device expulsion, device intolerance, drug hypersensitivity, dry eye, dysmenorrhoea, dysuria, embedded device, eye irritation, fatigue, insomnia, intermenstrual bleeding, lower abdominal discomfort, micturition urgency, migraine, mood altered, muscle spasms, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vulvovaginal pain, vulvovaginal pruritus, the first episode of abdominal pain, the first episode of constipation, the first episode of dyspareunia, the first episode of libido decreased, the first episode of nocturia, the first episode of vaginal discharge, abdominal discomfort, iliac fossa pain, the second episode of abdominal pain, the second episode of constipation, the second episode of dyspareunia, the second episode of libido decreased, the second episode of nocturia, the second episode of vaginal discharge, constipation chronic, hypogastric pain, cramp in lower abdomen and the third episode of constipation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but part of essure was embedded in the uterine cavity according to last test performed for which the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray: on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6) 2017: intriguing image of essure in cavity with curved path. Colonoscopy: on (B)(6) 2018: normal colonoscopy. Computerised tomogram head: on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia. Gynaecological examination: on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings; on (B)(6) 2019: suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application/nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area. Hysteroscopy: on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings). Laparoscopy: on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Magnetic resonance imaging: on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed. Pathology test: on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis. Physiotherapy: on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment. Skin test: on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan: on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy. Ultrasound scan vagina: on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia. Lot number: 50651683. Manufacturing date: 2012/03. Expiration date: 2015/03. Lot number: c61993. Manufacturing date: 2014-06-03. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation/ uterine inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure / suspicion of intracavitary essure') and vaginal cuff dehiscence ('vaginal cuff dehiscence') in a 36-year-old female patient who had essure (batch no. 50651683 , c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "gestational sac with 15.1 mm embryo (8 weeks)" from (B)(6) 2016 to (B)(6) 2016. The patient's medical history included abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, abdominal pain in 2010, nausea in 2010, respiratory distress in 2010, hypogastric pain in 2010, vomiting in 2010, dizziness in 2010, voiding difficulty in 2010, multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included for an unreported indication: cetraxzal in 2010, oral contraceptive, copper iud and diane 35. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of dyspareunia ("dyspareunia/ habitual dyspareunia"), polymenorrhoea ("two period a month / several menstrual periods, recurrent") and complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth"). On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2015, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). In 2015, the patient experienced ovarian cyst ("persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017"). On (B)(6) 2015, the patient experienced migraine ("recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ she continues with dysmenorrhea") and back pain ("lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area"). On (B)(6) 2017, the patient experienced dysuria ("discomfort when urinating"). On (B)(6) 2017, the patient experienced iliac fossa pain ("abdominal pain that radiates to right iliac fossa/ hypogastric pain") and lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017, the patient experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), the first episode of constipation ("not being able to go to the bathroom"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea after discharge from hospital (laparoscopic hysterectomy procedure)") and procedural vomiting ("she refers vomiting after discharge from hospital (laparoscopic hysterectomy procedure)"). On (B)(6) 2018, the patient experienced the first episode of vaginal discharge ("yellow vaginal discharge"). On (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal itching") and the second episode of vaginal discharge ("vaginal yellow discharge"). On (B)(6) 2018, the patient experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain ("abdominal pain") and the second episode of constipation ("constipation"). On (B)(6) 2018, the patient experienced hypogastric pain ("pain in the hypogastrium that goes to the lumbar region") and urinary tract infection ("possible urinary infection"). On (B)(6) 2018, the patient experienced the second episode of abdominal pain ("nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018, the patient experienced constipation chronic ("persistent constipation"). On (B)(6) 2019, the patient experienced the first episode of libido decreased ("decreased libido"), micturition urgency ("micturition urgency without leakage"), the first episode of nocturia ("nocturia") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On (B)(6) 2020, the patient experienced the second episode of dyspareunia ("dyspareunia") and the second episode of libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cramp in lower abdomen ("cramp / permanent abdominal cramps"), device expulsion ("part of essure is embedded in the uterine cavity"), urticaria ("important welts "), pruritus ("itching"), abdominal distension ("abdominal swelling"), pain ("pricks / day and night pain"), device intolerance ("rejection to essure"), adenomyosis ("myometrium adenomyosis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), nausea ("nausea"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), the second episode of nocturia ("nocturia"), the third episode of constipation ("problems of constipation (adherent syndrome)"), drug hypersensitivity ("possible allergic drug reaction to beta-lactams / various allergic") and alopecia ("hair loss"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, antibiotics, benzydamine hydrochloride (rosalgin), herbal pollen nos;tocopherol (serelys), ibuprofen, lactulose (dulac), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, rizatriptan benzoate (maxalt) and surgery (essure removal - total hysterectomy, essure removal - uterus and fallopian tubes removal on (B)(6) 2017, laparoscopic total hysterectomy for right essure removal (B)(6) 2017, vaginal dehiscence suture on (B)(6) 2018 and voluntary interruption of pregnancy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, the last episode of dyspareunia, iliac fossa pain, abdominal pain lower, hypogastric pain, back pain, intermenstrual bleeding, abnormal uterine bleeding, polymenorrhoea, lower abdominal discomfort, abdominal distension, pain, ovarian cyst, adenomyosis, fatigue, asthenia, mood altered, dry eye, eye irritation, migraine, insomnia, urinary incontinence, dysuria, pollakiuria, the last episode of nocturia, the last episode of constipation, drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, the last episode of vaginal discharge, dermatitis contact, vulvovaginal pain, the last episode of abdominal pain, constipation chronic, urinary tract infection, abdominal discomfort, the last episode of libido decreased and alopecia outcome was unknown, the allergy to metals, embedded device, pelvic pain, dysmenorrhoea, cramp in lower abdomen, device expulsion, urticaria, pruritus, device intolerance, muscle spasms and nausea had not resolved, the vaginal cuff dehiscence and complication of device insertion had resolved and the micturition urgency was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, adenomyosis, allergy to metals, alopecia, asthenia, back pain, complication of device insertion, dermatitis contact, device breakage, device expulsion, device intolerance, drug hypersensitivity, dry eye, dysmenorrhoea, dysuria, embedded device, eye irritation, fatigue, insomnia, intermenstrual bleeding, lower abdominal discomfort, micturition urgency, migraine, mood altered, muscle spasms, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, urinary incontinence, urinary tract infection, urticaria, vaginal cuff dehiscence, vulvovaginal pain, vulvovaginal pruritus, the first episode of abdominal pain, the first episode of constipation, the first episode of dyspareunia, the first episode of libido decreased, the first episode of nocturia, the first episode of vaginal discharge, abdominal discomfort, iliac fossa pain, the second episode of abdominal pain, the second episode of constipation, the second episode of dyspareunia, the second episode of libido decreased, the second episode of nocturia, the second episode of vaginal discharge, constipation chronic, hypogastric pain, cramp in lower abdomen and the third episode of constipation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but part of essure was embedded in the uterine cavity according to last test performed for which the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6) 2017: intriguing image of essure in cavity with curved path. Colonoscopy - on (B)(6) 2018: normal colonoscopy. Computerised tomogram head - on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia. Gynaecological examination - on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stitches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings; on (B)(6) 2019: suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area.. Hysteroscopy - on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings). Laparoscopy - on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Magnetic resonance imaging - on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed. Pathology test - on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis. Physiotherapy - on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment.. Skin test - on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy. Ultrasound scan vagina - on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia. Lot number:50651683 manufacturing date:2012/03 expiration date:2015/03. Lot number:c61993 manufacturing date: 2014-06-03 expiration date 2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: the following information was included: reporter, new events headache, hair loss, swelling abdomen, device ineffective. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), pregnancy with contraceptive device ('gestational sac was visualized'), allergy to metals ('important allergic reaction to essure componetns'), embedded device ('part of essure is embedded in the uterine cavity'), uterine inflammation ('uterine inflammation'), vaginal cuff dehiscence ('vaginal cuff dehiscence') and device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure (batch no. 50651683 / c61993) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient had no history of illness or other data of interest. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"), the first episode of dyspareunia ("dyspareunia") and polymenorrhoea ("two period a month"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp"), limb injury ("unspecified event in the limbs (extremities)"), headache ("strong recurrent headache"), insomnia ("insomnia"), the second episode of dyspareunia ("dyspareunia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), nocturia ("nocturia") and constipation ("problems of constipation (adherent syndrome)"). The patient was treated with surgery (essure removal - fallopian tubes removal on(B)(6) 2017, essure removal - hysterectomy (B)(6) 2017, essure removal - total hysterectomy, operated on for a voluntary interruption of pregnancy and vaginal dehiscence suture was performed on (B)(6) 2018.). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, menorrhagia, fatigue, asthenia, mood altered, pain, dry eye and eye irritation outcome was unknown, the allergy to metals, embedded device, uterine inflammation, pelvic pain, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the complication of device insertion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, constipation, device breakage, device expulsion, device intolerance, dry eye, embedded device, eye irritation, fatigue, headache, insomnia, limb injury, menorrhagia, mood altered, muscle spasms, nausea, nocturia, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, pregnancy with contraceptive device, pruritus, urinary incontinence, urticaria, uterine inflammation, vaginal cuff dehiscence, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. On (B)(6) 2017, a bilateral laparoscopic salpinguectomy was performed, consisting of the amputation of both fallopian tubes, without being able to extract in all the right essure. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, the surgical procedure was performed to remove a piece of essure with an impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture is performed. Findings: vaginal dome suture dehiscence 5-6 cm. These three interventions was done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on an unknown date: a biopsy of the fallopian tubes and uterus was performed. This report confirmed the existence of remains of essure metallic thread embedded in the uterus.. Ultrasound scan - on (B)(6) 2016: gestational sac was visualized. Lot number: 50651683, manufacturing date: mar-2012, expiration date: mar-2015. Lot number: c61993, manufacturing date: 03-jun-2014, expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: new vent was added two periods a month since essure was inserted, gestational sac was visualized, strong recurrent headache, insomnia, vaginal cuff dehiscence, dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Lab test were also added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation/ uterine inflammation'), device breakage ('unjustifiable breakages of the device inside her body'), allergy to metals ('important allergic reaction to essure components/ nickel skin test positive'), embedded device ('symptomatic intramural right essure / suspicion of intracavitary essure') and vaginal cuff dehiscence ('vaginal cuff dehiscence') in a 36-year-old female patient who had essure (batch no. 50651683 , c61993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "gestational sac with 15.1 mm embryo (8 weeks)" from (B)(6) 2016 to (B)(6) 2016. The patient's medical history included abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, abdominal pain in 2010, nausea in 2010, respiratory distress in 2010, hypogastric pain in 2010, vomiting in 2010, dizziness in 2010, voiding difficulty in 2010, multigravida (5), parity 2, elective abortion (3), smoker (½ packet/day) and abstains from alcohol. No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included for an unreported indication: cetraxzal in 2010, oral contraceptive, copper iud and diane 35. Concurrent conditions included headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ habitual dyspareunia, recurrent"), polymenorrhoea ("two period a month / several menstrual periods, recurrent") and complication of device insertion ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation"). In (B)(6) 2014, the patient experienced pelvic pain ("chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth"). On (B)(6) 2015, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2015, the patient experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). In 2015, the patient experienced ovarian cyst ("persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017"). On (B)(6) 2015, the patient experienced migraine ("recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6) 2016, the patient experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea/ she continues with dysmenorrhea") and back pain ("lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area "). On (B)(6) 2017, the patient experienced dysuria ("discomfort when urinating"). On (B)(6) 2017, the patient experienced lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017, the patient experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise"), procedural vomiting ("she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure)") and the first episode of constipation ("not being able to go to the bathroom / constipation recurrent / persistent constipation"). On (B)(6) 2018, the patient experienced vaginal discharge ("yellow vaginal discharge, recurrent"). On (B)(6) 2018, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2018, the patient experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018, the patient experienced vaginal cuff dehiscence (seriousness criterion hospitalization), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain / nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018, the patient experienced urinary tract infection ("possible urinary infection"). On (B)(6) 2019, the patient experienced libido decreased ("decreased libido, recurren t"), the first episode of nocturia ("nocturia"), micturition urgency ("micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cramp in lower abdomen ("cramp / permanent abdominal cramps"), device expulsion ("part of essure is embedded in the uterine cavity"), urticaria ("important welts "), pruritus ("itching"), abdominal distension ("abdominal swelling / bloating"), pain ("pricks / day and night pain"), device intolerance ("rejection to essure"), adenomyosis ("myometrium adenomyosis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), nausea ("nauseas"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence "), pollakiuria ("increased urinary frequency"), drug hypersensitivity ("possible allergic drug reaction to beta-lactams / various allergic"), the second episode of constipation ("problems of constipation (adherent syndrome)"), the second episode of nocturia ("nocturia"), alopecia ("hair loss/ severe hair loss"), uterine spasm ("utrine contractions as if she was about to give birth"), rash ("skin rash"), arthralgia ("joint pain") and anxiety ("anxiety / severe anxiety"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with analgesics, antibiotics, benzydamine hydrochloride (rosalgin), herbal pollen nos;tocopherol (serelys), ibuprofen, lactulose (dulac), macrogol;potassium chloride;sodium bicarbonate;sodium chloride, rizatriptan benzoate (maxalt) and surgery (essure removal - total hysterectomy on (B)(6) 2017, essure removal - uterus and fallopian tubes removal on (B)(6) 2017, laparoscopic total hysterectomy for right essure removal (B)(6) 2017, vaginal dehiscence suture on (B)(6) 2018 and voluntary interruption of pregnancy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic inflammatory disease, device breakage, abdominal pain lower, back pain, intermenstrual bleeding, abnormal uterine bleeding, polymenorrhoea, lower abdominal discomfort, abdominal distension, pain, ovarian cyst, adenomyosis, fatigue, asthenia, mood altered, dry eye, eye irritation, migraine, insomnia, urinary incontinence, dysuria, pollakiuria, drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, dermatitis contact, vulvovaginal pain, vaginal discharge, abdominal pain, libido decreased, the last episode of constipation, the last episode of nocturia, urinary tract infection, abdominal discomfort, alopecia, uterine spasm, rash, arthralgia and anxiety outcome was unknown, the allergy to metals, embedded device, pelvic pain, dysmenorrhoea, cramp in lower abdomen, device expulsion, urticaria, pruritus, device intolerance, muscle spasms and nausea had not resolved, the vaginal cuff dehiscence and complication of device insertion had resolved and the dyspareunia and micturition urgency was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal uterine bleeding, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, complication of device insertion, dermatitis contact, device breakage, device expulsion, device intolerance, drug hypersensitivity, dry eye, dysmenorrhoea, dyspareunia, dysuria, embedded device, eye irritation, fatigue, insomnia, intermenstrual bleeding, libido decreased, lower abdominal discomfort, micturition urgency, migraine, mood altered, muscle spasms, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine spasm, vaginal cuff dehiscence, vaginal discharge, vulvovaginal pain, vulvovaginal pruritus, the first episode of constipation, the first episode of nocturia, abdominal discomfort, cramp in lower abdomen, the second episode of constipation and the second episode of nocturia to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but part of essure was embedded in the uterine cavity according to last test performed for which the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Abdominal x-ray - on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6) 2017: intriguing image of essure in cavity with curved path. Colonoscopy - on (B)(6) 2018: normal colonoscopy. Computerised tomogram head - on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia. Gynaecological examination - on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings; on (B)(6) 2019: suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area. Hysteroscopy - on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings). Laparoscopy - on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis. Magnetic resonance imaging - on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed. Pathology test - on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis. Physiotherapy - on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment. Pregnancy test - in (B)(6) 2016: positive. Skin test - on (B)(6) 2018: positive for nickel, no other substances. Ultrasound scan - on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy. Ultrasound scan vagina - on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia. Lot number: 50651683, manufacturing date: 2012/03, and expiration date: 2015/03. Lot number: c61993, manufacturing date: 2014-06-03, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-dec-2021: the follow information were included other's reporter, lab data, uterine spasm, skin rash, joint pain, anxiety ,multiple episodes of dyspareunia merged to dyspareunia, constipation merged to constipation recurrent, libido decreased merged to libido decreased, abdominal pain merged to abdominal pain recurrent, vaginal discharge abnormality merged to vaginal discharge abnormality, abdominal pain lower merged to abdominal pain lower. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation'), allergy to metals ('important allergic reaction to essure componetns'), embedded device ('part of essure is embedded in the uterine cavity'), uterine inflammation ('uterine inflammation') and device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure (batch no. 50651683 / c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine inflammation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), device breakage (seriousness criterion medically significant), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp") and limb injury ("unspecified event in the limbs (extremities)"). The patient was treated with surgery (essure removal - fallopian tubes removal). At the time of the report, the pelvic inflammatory disease, device breakage, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, dry eye and eye irritation outcome was unknown, the allergy to metals, embedded device, uterine inflammation, pelvic pain, device expulsion, muscle spasms, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the complication of device insertion had resolved. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, device breakage, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, limb injury, menorrhagia, mood altered, muscle spasms, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria and uterine inflammation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. Lot number: 50651683 manufacturing date: mar-2012 expiration date: mar-2015 lot number: c61993 manufacturing date: 03-jun-2014 expiration date: 30-jun-2017 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), allergy to metals ("important allergic reaction to essure components"), embedded device ("part of essure is embedded in the uterine cavity") and uterine inflammation ("uterine inflammation") in a female patient who had essure (batch no. 50651683, c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), uterine inflammation (seriousness criterion medically significant), device expulsion ("part of essure is embedded in the uterine cavity"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks / day and night pain"), muscle spasms ("cramps in the lower limbs "), dry eye ("eye dryness"), eye irritation ("eye irritation"), urticaria ("important welts "), nausea ("nauseas"), device intolerance ("rejection to essure"), pruritus ("itching"), abdominal pain lower ("cramp") and limb injury ("unspecified event in the limbs (extremities)"). The patient was treated with surgery (essure removal - fallopian tubes removal), surgery (essure removal - fallopian tubes removal) and surgery (essure removal - fallopian tubes removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, muscle spasms, dry eye and eye irritation outcome was unknown, the allergy to metals, embedded device, pelvic pain, uterine inflammation, device expulsion, urticaria, nausea, device intolerance, pruritus, abdominal pain lower and limb injury had not resolved and the complication of device insertion had resolved. The reporter considered abdominal pain lower, allergy to metals, asthenia, complication of device insertion, device expulsion, device intolerance, dry eye, dyspareunia, embedded device, eye irritation, fatigue, limb injury, menorrhagia, mood altered, muscle spasms, nausea, pain, pelvic inflammatory disease, pelvic pain, pruritus, urticaria and uterine inflammation to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic inflammatory disease. The analysis in the global safety database revealed 91 cases. Embedded device. The analysis in the global safety database revealed 422 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Lot number: 50651683 manufacturing date: mar-2012 expiration date: mar-2015. Lot number: c61993 manufacturing date: 03-jun-2014 expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2017: new events were added: rejection to essure, important allergic reaction to essure components, important welts, itching, pelvic pain, cramp and unspecified event in the limbs (extremities). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and embedded device ("part of essure is embedded in the uterine cavity") in a female patient who had essure (batch nos. 50651683 and c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted and removed on an unknown date. A new essure was inserted on (B)(6) 2015. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness") and eye irritation ("eye irritation"). On an unknown date, 1 day after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness") and eye irritation ("eye irritation"). The patient was treated with surgery (essure removal - fallopian tubes removal) and surgery (essure removal - fallopian tubes removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, muscle spasms, dry eye and eye irritation outcome was unknown, the embedded device and device expulsion had not resolved and the complication of device insertion had resolved. The reporter considered asthenia, complication of device insertion, device expulsion, dry eye, dyspareunia, embedded device, eye irritation, fatigue, menorrhagia, mood altered, muscle spasms, pain and pelvic inflammatory disease to be related to essure. The reporter commented: essure was inserted in (B)(6) 2014 and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: pelvic inflammatory disease. The analysis in the global safety database revealed 82 cases. Embedded device. The analysis in the global safety database revealed 414 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Lot number: 50651683 manufacturing date: mar-2012, expiration date: mar-2015. Lot number: c61993 manufacturing date: 03-jun-2014, expiration date: 30-jun-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic inflammation/ uterine inflammation [pelvic inflammation] unjustifiable breakages of the device inside her body [device breakage] important allergic reaction to essure components/ nickel skin test positive [nickel allergy] symptomatic intramural right essure / suspicion of intracavitary essure [embedded device] vaginal cuff dehiscence [vaginal cuff dehiscence] we have already damaged the tube [genital injury] gestational sac with 15.1 mm embryo (8 weeks) [pregnancy with contraceptive device] chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth [pelvic pain female] dyspareunia/ habitual dyspareunia, recurrent [dyspareunia] dysmenorrhea/ she continues with dysmenorrhea [dysmenorrhea] cramp / permanent abdominal cramps/ a feeling of giving birth, contractions, my belly was bursting [cramp in lower abdomen] abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent [abdominal pain lower] lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area [back pain (with radiation)] part of essure is embedded in the uterine cavity [partial expulsion of device] important welts [welts] itching [itching] metrorrhagia [metrorrhagia] dysfunctional uterine bleeding [dysfunctional uterine bleeding] two period a month / several menstrual periods, recurrent [frequent periods] she continue with discomfort at the hypogastric level [lower abdominal discomfort] abdominal swelling / bloating [abdominal distension] pricks / day and night pain [prick pain] rejection to essure [device intolerance] one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation [device insertion failed] persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017 [ovarian cyst nos] myometrium adenomyosis [adenomyosis uteri] fatigue [fatigue] weakness [weakness] mood changes [mood change] cramps in the lower limbs [cramps of lower extremities] eye dryness [eye dryness] eye irritation [eye irritation] nauseas [nausea] recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia [migraine headache] insomnia [insomnia] urinary incontinence [urinary incontinence] discomfort when urinating [dysuria] increased urinary frequency [increased urinary frequency] possible allergic drug reaction to beta-lactams / various allergic [allergic reaction to antibiotics] abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure) [postoperative pain] she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure) [post procedural fever] she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise [post procedural nausea] she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure) [post procedural vomiting] vaginal itching [vaginal itching] she states that with the use of costume jewelry her skin is irritated and itchy [dermatitis due to metals] vaginal pain [vaginal pain] yellow vaginal discharge, recurrent [vaginal discharge abnormality] abdominal pain / nonspecific abdominal pain. Possible ICU [abdominal pain] decreased libido, recurren t [libido decreased] not being able to go to the bathroom / constipation recurrent / persistent constipation [constipation] problems of constipation (adherent syndrome) [constipation] nocturia [nocturia] nocturia [nocturia] micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate [micturition urgency] possible urinary infection [urinary tract infection] abdominal discomfort that increases with physical activity [abdominal discomfort] gestational sac with 15.1 mm embryo (8 weeks) [device ineffective] hair loss/ severe hair loss [hair loss] utrine contractions as if she was about to give birth [uterine spasm] skin rash [skin rash] joint pain [joint pain] anxiety / severe anxiety [anxiety] for what I understood, they said that the spring had bent while trying to place it [device shape alteration] I was very dizzy [dizziness] especially because of my periods, it was no longer a period, but rather bleeding, but for 2 weeks, 3 weeks, it didn't stop [genital bleeding] headaches [headache]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) with additional information received through social media and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation/ uterine inflammation"), device breakage ("unjustifiable breakages of the device inside her body"), allergy to metals ("important allergic reaction to essure components/ nickel skin test positive"), embedded device ("symptomatic intramural right essure / suspicion of intracavitary essure"), vaginal cuff dehiscence ("vaginal cuff dehiscence") and genital injury ("we have already damaged the tub") in a 36 year-old female patient who had essure inserted (lot no. 50651683, (B)(6)) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation" on (B)(6) 2014), device ineffective ("gestational sac with 15.1 mm embryo (8 weeks)" from (B)(6)2016) and device shape alteration (" for what I understood, they said that the spring had bent while trying to place it"). The patient had a medical history of abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, respiratory distress, nausea, abdominal pain, voiding difficulty, dizziness, vomiting and hypogastric pain in 2010 and abstains from alcohol, cigarette smoker (½ packet/day), elective abortion (2), parity 2 and multigravida (4). No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included: cetraxal, diane, oral contraceptive nos and copper iud. As concurrent condition the report mentioned headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the day of essure insertion, she experienced dyspareunia ("dyspareunia/ habitual dyspareunia, recurrent") and polymenorrhoea ("two period a month / several menstrual periods, recurrent"). In (B)(6) 2014 she experienced pelvic pain ("chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth"). On (B)(6)2015 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6)2015 she experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6)2015 she experienced migraine ("recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). In 2015 she experienced ovarian cyst ("persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017"). On (B)(6)2016 she experienced pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)"). On (B)(6)2016 she experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent"). On (B)(6)2016 she experienced dysmenorrhoea ("dysmenorrhea/ she continues with dysmenorrhea") and back pain ("lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area "). On (B)(6)2017 she experienced dysuria ("discomfort when urinating"). On (B)(6)2017 she experienced lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6)2017 she experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise"), procedural vomiting ("she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure)") and a first episode of constipation ("not being able to go to the bathroom / constipation recurrent / persistent constipation"). On (B)(6)2018 she experienced vaginal discharge ("yellow vaginal discharge, recurrent"). On (B)(6)2018 she experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6)2018 she experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6)2018 she experienced vaginal cuff dehiscence (seriousness criterion hospitalisation), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain / nonspecific abdominal pain. Possible ICU"). On (B)(6)2018 she experienced urinary tract infection ("possible urinary infection"). On (B)(6)2019 she experienced libido decreased ("decreased libido, recurren t"), a first episode of nocturia ("nocturia"), micturition urgency ("micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On unknown date she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), allergy to metals (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), cramp in lower abdomen ("cramp / permanent abdominal cramps/ a feeling of giving birth, contractions, my belly was bursting"), device expulsion ("part of essure is embedded in the uterine cavity"), urticaria ("important welts "), pruritus ("itching"), abdominal distension ("abdominal swelling / bloating"), pain ("pricks / day and night pain"), device intolerance ("rejection to essure"), adenomyosis ("myometrium adenomyosis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), nausea ("nauseas"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), drug hypersensitivity ("possible allergic drug reaction to beta-lactams / various allergic"), a second episode of constipation ("problems of constipation (adherent syndrome)"), a second episode of nocturia ("nocturia"), alopecia ("hair loss/ severe hair loss"), uterine spasm ("utrine contractions as if she was about to give birth"), rash ("skin rash"), arthralgia ("joint pain"), anxiety ("anxiety / severe anxiety"), dizziness ("I was very dizzy"), genital haemorrhage ("especially because of my periods, it was no longer a period, but rather bleeding, but for 2 weeks, 3 weeks, it didn't stop"), headache ("headaches") and genital injury (seriousness criterion medically important). The patient was hospitalised from (B)(6)2018. The patient was treated with ibuprofen, maxalt (rizatriptan benzoate), analgesics, rosalgin (benzydamine hydrochloride), dulac (lactulose), antibiotics, macrogol;potassium chloride;sodium bicarbonate;sodium chloride and serelys (herbal pollen nos;tocopherol) as well as surgery (essure removal - uterus and fallopian tubes removal on (B)(6)2017, essure removal - total hysterectomy on (B)(6)2017, laparoscopic total hysterectomy for right essure removal (B)(6)2017, vaginal dehiscence suture on (B)(6)2018 and voluntary interruption of pregnancy). On (B)(6)2016, the pregnancy with contraceptive device had resolved. At the time of the report, the dyspareunia and micturition urgency were resolving, the vaginal cuff dehiscence had resolved and the allergy to metals, embedded device, pelvic pain, dysmenorrhoea, cramp in lower abdomen, device expulsion, urticaria, pruritus, device intolerance, muscle spasms, nausea, urinary incontinence and urinary tract infection had not resolved. The outcomes for pelvic inflammatory disease, device breakage, abdominal pain lower, back pain, intermenstrual bleeding, abnormal uterine bleeding, polymenorrhoea, lower abdominal discomfort, abdominal distension, pain, ovarian cyst, adenomyosis, fatigue, asthenia, mood altered, dry eye, eye irritation, migraine, insomnia, dysuria, pollakiuria, drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, dermatitis contact, vulvovaginal pain, vaginal discharge, abdominal pain, libido decreased, abdominal discomfort, alopecia, uterine spasm, rash, arthralgia, anxiety, dizziness, genital haemorrhage, headache, genital injury, the last episode of constipation and the last episode of nocturia were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. The estimated date of delivery was on (B)(6)2016. The pregnancy outcome was reported as elective abortion. The reporter considered lower abdominal discomfort, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, cramp in lower abdomen, abnormal uterine bleeding, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, the first episode of constipation, the second episode of constipation, dermatitis contact, device breakage, device expulsion, device intolerance, dizziness, drug hypersensitivity, dry eye, dysmenorrhoea, dyspareunia, dysuria, embedded device, eye irritation, fatigue, genital haemorrhage, genital injury, headache, insomnia, intermenstrual bleeding, libido decreased, micturition urgency, migraine, mood altered, muscle spasms, nausea, the first episode of nocturia, the second episode of nocturia, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine spasm, vaginal cuff dehiscence, vaginal discharge, vulvovaginal pain and vulvovaginal pruritus to be related to essure administration. The reporter commented: essure was inserted in (B)(6)2014 (2 attempts failed on right coil) and (B)(6)2015 (right coil inserted). On (B)(6)2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but part of essure was embedded in the uterine cavity according to last test performed for which the symptoms and conditions remain: on (B)(6)2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6)2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6)2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6)2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6)2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. On an unknown date: patient reports damages due to defective product there must be something wrong." And she came out¿ she gave me a culture and said: ¿you have to give it to me to do the pregnancy test.¿ I handed it to her at the. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.522 kg/sqm. [Abdominal x-ray] on (B)(6)2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6)2017: intriguing image of essure in cavity with curved path [colonoscopy] on (B)(6)2018: normal colonoscopy [computerised tomogram head] on (B)(6)2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia [gynaecological examination] on (B)(6)2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6)2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6)2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6)2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6)2018: normal flow, no suture palpable.; on (B)(6)2019: speculum: vaulted closed, suture. No other findings and suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6)2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6)2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6)2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6)2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently, there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area. [Hysteroscopy] on (B)(6)2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings) [laparoscopy] on (B)(6)2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis [magnetic resonance imaging] on (B)(6)2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed; (date unknown): an intrauterine device (iud) is seen in the uterus¿ instead of essure, because the radiologist did not understand what essure was, he saw a device, but he related it to the iud [pathology test] on (B)(6)2017: biopsy: fallopian tubes with no relevant changes; on (B)(6)2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6)2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6)2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis [physiotherapy] on (B)(6)2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment. [Pregnancy test] in (B)(6)2016: positive [skin test] on (B)(6)2018: positive for nickel, no other substances [ultrasound scan] on (B)(6)2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6)2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6)2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Essures seen. Adnexae normal. No free liquid; on (B)(6)2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6)2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6)2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6)2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy; (date unknown): great, it's healed, everything's perfect. Now go live [ultrasound scan] on (B)(6)2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6)2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6)2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Essures seen. Adnexae normal. No free liquid; on (B)(6)2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6)2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6)2018: no pathological findings; on (B)(6)2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6)2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy; (date unknown): great, it's healed, everything's perfect. Now go live [ultrasound scan vagina] on (B)(6)2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia. Lot number:50651683 manufacturing date:2012/03 expiration date:2015/03. Lot number:c61993 manufacturing date: 2014-06-03 expiration date 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-oct-2024: new events headaches, genital bleeding, device shape alteration, dizziness & fallopian tube injury were added. Event outcome updated as not recovered / not resolved for events urinary incomitance & uti. Reporter causality comment updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic inflammation/ uterine inflammation [pelvic inflammation] unjustifiable breakages of the device inside her body [device breakage] important allergic reaction to essure components/ nickel skin test positive [nickel allergy] symptomatic intramural right essure / suspicion of intracavitary essure [embedded device] vaginal cuff dehiscence [vaginal cuff dehiscence] we have already damaged the tube [genital injury] gestational sac with 15.1 mm embryo (8 weeks) [pregnancy with contraceptive device] chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth [pelvic pain female] dyspareunia/ habitual dyspareunia, recurrent [dyspareunia] dysmenorrhea/ she continues with dysmenorrhea [dysmenorrhea] cramp / permanent abdominal cramps/ a feeling of giving birth, contractions, my belly was bursting [cramp in lower abdomen] abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent [abdominal pain lower] lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area [back pain (with radiation)] part of essure is embedded in the uterine cavity [partial expulsion of device] important welts [welts] itching [itching] metrorrhagia [metrorrhagia] dysfunctional uterine bleeding [dysfunctional uterine bleeding] two period a month / several menstrual periods, recurrent [frequent periods] she continue with discomfort at the hypogastric level [lower abdominal discomfort] abdominal swelling / bloating [abdominal distension] pricks / day and night pain [prick pain] rejection to essure [device intolerance] (B)(4) device inserted, (B)(4) failed attempts for right essure in first procedure/ (B)(4) surgeries for implantation [device insertion failed] persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017 [ovarian cyst nos] myometrium adenomyosis [adenomyosis uteri] fatigue [fatigue] weakness [weakness] mood changes [mood change] cramps in the lower limbs [cramps of lower extremities] eye dryness [eye dryness] eye irritation [eye irritation] nauseas [nausea] recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia [migraine headache] insomnia [insomnia] urinary incontinence [urinary incontinence] discomfort when urinating [dysuria] increased urinary frequency [increased urinary frequency] possible allergic drug reaction to beta-lactams / various allergic [allergic reaction to antibiotics] abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure) [postoperative pain] she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure) [post procedural fever] she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise [post procedural nausea] she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure) [post procedural vomiting] vaginal itching [vaginal itching] she states that with the use of costume jewelry her skin is irritated and itchy [dermatitis due to metals] vaginal pain [vaginal pain] yellow vaginal discharge, recurrent [vaginal discharge abnormality] abdominal pain / nonspecific abdominal pain. Possible ICU [abdominal pain] decreased libido, recurren t [libido decreased] not being able to go to the bathroom / constipation recurrent / persistent constipation [constipation] problems of constipation (adherent syndrome) [constipation] nocturia [nocturia] nocturia [nocturia] micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate [micturition urgency] possible urinary infection [urinary tract infection] abdominal discomfort that increases with physical activity [abdominal discomfort] gestational sac with 15.1 mm embryo (8 weeks) [device ineffective] hair loss/ severe hair loss [hair loss] utrine contractions as if she was about to give birth [uterine spasm] skin rash [skin rash] joint pain [joint pain] anxiety / severe anxiety [anxiety] for what I understood, they said that the spring had bent while trying to place it [device shape alteration] I was very dizzy [dizziness] especially because of my periods, it was no longer a period, but rather bleeding, but for 2 weeks, 3 weeks, it didn't stop [genital bleeding] headaches [headache]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) with additional information received through social media and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation/ uterine inflammation"), device breakage ("unjustifiable breakages of the device inside her body"), allergy to metals ("important allergic reaction to essure components/ nickel skin test positive"), embedded device ("symptomatic intramural right essure / suspicion of intracavitary essure"), vaginal cuff dehiscence ("vaginal cuff dehiscence"), genital injury ("we have already damaged the tube"), pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)") and pelvic pain ("chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth") in a 36 year-old female patient who had essure inserted (lot no. 50651683,c61993) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("one device inserted, (B)(4) failed attempts for right essure in first procedure/ (B)(4) surgeries for implantation" on (B)(6) 2014), device ineffective ("gestational sac with 15.1 mm embryo (8 weeks)" from (B)(6)2016) and device shape alteration (" for what I understood, they said that the spring had bent while trying to place it"). The patient had a medical history of abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6)2020, respiratory distress, nausea, abdominal pain, voiding difficulty, dizziness, vomiting and hypogastric pain in 2010 and abstains from alcohol, cigarette smoker (½ packet/day), elective abortion (2), parity 2 and multigravida (4). No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included: cetraxal, diane, oral contraceptive nos and copper iud. As concurrent condition the report mentioned headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the day of essure insertion, she experienced dyspareunia ("dyspareunia/ habitual dyspareunia, recurrent") and polymenorrhoea ("two period a month / several menstrual periods, recurrent"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important). On (B)(6)2015 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6)2015 she experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6)2015 she experienced migraine ("recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). In 2015 she experienced ovarian cyst ("persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017"). On (B)(6)2016 she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6)2016 she experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent"). On (B)(6)2016 she experienced dysmenorrhoea ("dysmenorrhea/ she continues with dysmenorrhea") and back pain ("lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area "). On (B)(6)2017 she experienced dysuria ("discomfort when urinating"). On (B)(6)2017 she experienced lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6)2017 she experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise"), procedural vomiting ("she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure)") and a first episode of constipation ("not being able to go to the bathroom / constipation recurrent / persistent constipation"). On (B)(6)2018 she experienced vaginal discharge ("yellow vaginal discharge, recurrent"). On (B)(6)2018 she experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6)2018 she experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6)2018 she experienced vaginal cuff dehiscence (seriousness criterion hospitalisation), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain / nonspecific abdominal pain. Possible ICU"). On (B)(6)2018 she experienced urinary tract infection ("possible urinary infection"). On (B)(6)2019 she experienced libido decreased ("decreased libido, recurren t"), a first episode of nocturia ("nocturia"), micturition urgency ("micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On unknown date she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), allergy to metals (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), genital injury (seriousness criterion medically important), cramp in lower abdomen ("cramp / permanent abdominal cramps/ a feeling of giving birth, contractions, my belly was bursting"), device expulsion ("part of essure is embedded in the uterine cavity"), urticaria ("important welts "), pruritus ("itching"), abdominal distension ("abdominal swelling / bloating"), pain ("pricks / day and night pain"), device intolerance ("rejection to essure"), adenomyosis ("myometrium adenomyosis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), nausea ("nauseas"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), drug hypersensitivity ("possible allergic drug reaction to beta-lactams / various allergic"), a second episode of constipation ("problems of constipation (adherent syndrome)"), a second episode of nocturia ("nocturia"), alopecia ("hair loss/ severe hair loss"), uterine spasm ("utrine contractions as if she was about to give birth"), rash ("skin rash"), arthralgia ("joint pain"), anxiety ("anxiety / severe anxiety"), dizziness ("I was very dizzy"), genital haemorrhage ("especially because of my periods, it was no longer a period, but rather bleeding, but for 2 weeks, 3 weeks, it didn't stop") and headache ("headaches"). The patient was hospitalised from (B)(6)2018. The patient was treated with ibuprofen, maxalt (rizatriptan benzoate), analgesics, rosalgin (benzydamine hydrochloride), dulac (lactulose), antibiotics, macrogol;potassium chloride;sodium bicarbonate;sodium chloride and serelys (herbal pollen nos;tocopherol) as well as surgery (essure removal - uterus and fallopian tubes removal on (B)(6)2017, essure removal - total hysterectomy on (B)(6)2017, laparoscopic total hysterectomy for right essure removal (B)(6)2017, vaginal dehiscence suture on (B)(6)2018 and voluntary interruption of pregnancy). On (B)(6)2016, the pregnancy with contraceptive device had resolved. At the time of the report, the dyspareunia and micturition urgency were resolving, the vaginal cuff dehiscence had resolved and the allergy to metals, embedded device, pelvic pain, dysmenorrhoea, cramp in lower abdomen, device expulsion, urticaria, pruritus, device intolerance, muscle spasms, nausea, urinary incontinence and urinary tract infection had not resolved. The outcomes for pelvic inflammatory disease, device breakage, genital injury, abdominal pain lower, back pain, intermenstrual bleeding, abnormal uterine bleeding, polymenorrhoea, lower abdominal discomfort, abdominal distension, pain, ovarian cyst, adenomyosis, fatigue, asthenia, mood altered, dry eye, eye irritation, migraine, insomnia, dysuria, pollakiuria, drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, dermatitis contact, vulvovaginal pain, vaginal discharge, abdominal pain, libido decreased, abdominal discomfort, alopecia, uterine spasm, rash, arthralgia, anxiety, dizziness, genital haemorrhage, headache, the last episode of constipation and the last episode of nocturia were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. The estimated date of delivery was on (B)(6)2016. The pregnancy outcome was reported as elective abortion. The reporter considered lower abdominal discomfort, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, cramp in lower abdomen, abnormal uterine bleeding, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, the first episode of constipation, the second episode of constipation, dermatitis contact, device breakage, device expulsion, device intolerance, dizziness, drug hypersensitivity, dry eye, dysmenorrhoea, dyspareunia, dysuria, embedded device, eye irritation, fatigue, genital haemorrhage, genital injury, headache, insomnia, intermenstrual bleeding, libido decreased, micturition urgency, migraine, mood altered, muscle spasms, nausea, the first episode of nocturia, the second episode of nocturia, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine spasm, vaginal cuff dehiscence, vaginal discharge, vulvovaginal pain and vulvovaginal pruritus to be related to essure administration. The reporter commented: essure was inserted in (B)(6)2014 (2 attempts failed on right coil) and (B)(6)2015 (right coil inserted). On (B)(6)2017, still had dysmenorrhoea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had (B)(4) surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but part of essure was embedded in the uterine cavity according to last test performed for which the symptoms and conditions remain: on (B)(6)2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6)2017. On (B)(6)2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6)2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6)2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report (B)(6)2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): mictonorm 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. On an unknown date: patient reports damages due to defective product there must be something wrong." And she came out¿ she gave me a culture and said: ¿you have to give it to me to do the pregnancy test.¿ I handed it to her at the. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.522 kg/sqm. [Abdominal x-ray] on (B)(6)2015: abdominal-pelvis x-ray, essure normally inserted; on (B)(6)2017: intriguing image of essure in cavity with curved path [colonoscopy] on (B)(6)2018: normal colonoscopy [computerised tomogram head] on (B)(6)2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia [gynaecological examination] on (B)(6)2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6)2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6)2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6)2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6)2018: normal flow, no suture palpable.; on (B)(6)2019: speculum: vaulted closed, suture. No other findings and suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6)2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6)2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6)2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6)2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently, there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area. [Hysteroscopy] on (B)(6)2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings) [laparoscopy] on (B)(6)2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis [magnetic resonance imaging] on (B)(6)2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed; (date unknown): an intrauterine device (iud) is seen in the uterus¿ instead of essure, because the radiologist did not understand what essure was, he saw a device, but he related it to the iud [pathology test] on (B)(6)2017: biopsy: fallopian tubes with no relevant changes; on (B)(6)2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6)2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6)2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis [physiotherapy] on (B)(6)2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment. [Pregnancy test] in (B)(6)2016: positive [skin test] on (B)(6)2018: positive for nickel, no other substances [ultrasound scan] on (B)(6)2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6)2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6)2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6)2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6)2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6)2018: no pathological findings; on (B)(6)2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6)2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy; (date unknown): great, it's healed, everything's perfect. Now go live [ultrasound scan] on (B)(6)2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6)2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6)2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Both essures seen. Both adnexae normal. No free liquid; on (B)(6)2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6)2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6)2018: no pathological findings; on (B)(6)2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6)2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy; (date unknown): great, it's healed, everything's perfect. Now go live [ultrasound scan vagina] on (B)(6)2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia lot number: 50651683 manufacture date: 2012-03 expiration date: 2015-03. Lot number: c61993 manufacture date: 2014-06-03 expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-oct-2024: quality-safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number:(B)(4). Pelvic inflammation/ uterine inflammation [pelvic inflammation] unjustifiable breakages of the device inside her body [device breakage] important allergic reaction to essure components/ nickel skin test positive [nickel allergy] symptomatic intramural right essure / suspicion of intracavitary essure [embedded device] vaginal cuff dehiscence [vaginal cuff dehiscence] we have already damaged the tube [genital injury] gestational sac with 15.1 mm embryo (8 weeks) [pregnancy with contraceptive device] chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth [pelvic pain female] dyspareunia/ habitual dyspareunia, recurrent [dyspareunia] dysmenorrhea/ she continues with dysmenorrhea [dysmenorrhea] cramp / permanent abdominal cramps/ a feeling of giving birth, contractions, my belly was bursting [cramp in lower abdomen] abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent [abdominal pain lower] lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area [back pain (with radiation)] part of essure is embedded in the uterine cavity [partial expulsion of device] important welts [welts] itching [itching] metrorrhagia [metrorrhagia] dysfunctional uterine bleeding [dysfunctional uterine bleeding] two period a month / several menstrual periods, recurrent [frequent periods] she continue with discomfort at the hypogastric level [lower abdominal discomfort] abdominal swelling / bloating [abdominal distension] pricks / day and night pain [prick pain] rejection to essure [device intolerance] one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation [device insertion failed] persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017 [ovarian cyst nos] myometrium adenomyosis [adenomyosis uteri] fatigue [fatigue] weakness [weakness] mood changes [mood change] cramps in the lower limbs [cramps of lower extremities] eye dryness [eye dryness] eye irritation [eye irritation] nauseas [nausea] recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia [migraine headache] insomnia [insomnia] urinary incontinence [urinary incontinence] discomfort when urinating [dysuria] increased urinary frequency [increased urinary frequency] possible allergic drug reaction to beta-lactams / various allergic [allergic reaction to antibiotics] abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure) [postoperative pain] she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure) [post procedural fever] she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise [post procedural nausea] she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure) [post procedural vomiting] vaginal itching [vaginal itching] she states that with the use of costume jewelry her skin is irritated and itchy [dermatitis due to metals] vaginal pain [vaginal pain] yellow vaginal discharge, recurrent [vaginal discharge abnormality] abdominal pain / nonspecific abdominal pain. Possible ICU [abdominal pain] decreased libido, recurren t [libido decreased] not being able to go to the bathroom / constipation recurrent / persistent constipation [constipation] problems of constipation (adherent syndrome) [constipation] nocturia [nocturia] nocturia [nocturia] micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate [micturition urgency] possible urinary infection [urinary tract infection] abdominal discomfort that increases with physical activity [abdominal discomfort] gestational sac with 15.1 mm embryo (8 weeks) [device ineffective] hair loss/ severe hair loss [hair loss] utrine contractions as if she was about to give birth [uterine spasm] skin rash [skin rash] joint pain [joint pain] anxiety / severe anxiety [anxiety] for what I understood, they said that the spring had bent while trying to place it [device shape alteration] I was very dizzy [dizziness] especially because of my periods, it was no longer a period, but rather bleeding, but for 2 weeks, 3 weeks, it didn't stop [genital bleeding] headaches [headache] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer with additional information received through social media and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation/ uterine inflammation"), device breakage ("unjustifiable breakages of the device inside her body"), allergy to metals ("important allergic reaction to essure components/ nickel skin test positive"), embedded device ("symptomatic intramural right essure / suspicion of intracavitary essure"), vaginal cuff dehiscence ("vaginal cuff dehiscence"), genital injury ("we have already damaged the tube"), pregnancy with contraceptive device ("gestational sac with 15.1 mm embryo (8 weeks)") and pelvic pain ("chronic pelvic pain/ pelvic pain / pain in the pelvic floor and persistent contractions, as if she was giving birth") in a 36 year-old female patient who had essure inserted (lot no. 50651683,c61993) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("one device inserted, 2 failed attempts for right essure in first procedure/ 4 surgeries for implantation" on (B)(6) 2014), device ineffective ("gestational sac with 15.1 mm embryo (8 weeks)" from (B)(6) 2016) and device shape alteration ("for what I understood, they said that the spring had bent while trying to place it"). The patient had a medical history of abnormal cervical cytology (morphological aspect: inflammation. Metaplasia. Hormonal aspect: luteinic. Diagnostic summary: negative for malignant cells) on (B)(6) 2020, respiratory distress, nausea, abdominal pain, voiding difficulty, dizziness, vomiting and hypogastric pain in 2010 and abstains from alcohol, cigarette smoker (½ packet/day), elective abortion (2), parity 2 and multigravida (4). No past medical history, no surgeries, no diseases of interest. No family history. Menarche 12 years old. Menstrual pattern: 4/28-30 days. Previously administered products included: cetraxal, diane, oral contraceptive nos and copper iud. As concurrent condition the report mentioned headache (occipital, sporadic, without nausea or vomiting) since 2004. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced dyspareunia ("dyspareunia/ habitual dyspareunia, recurrent") and polymenorrhoea ("two period a month / several menstrual periods, recurrent"). In (B)(6) 2014 she experienced pelvic pain (seriousness criterion medically important). On (B)(6) 2015 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2015 she experienced abnormal uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2015 she experienced migraine ("recurrent severe headache, frontal, bilateral, crushing and pulsating, sometimes occipital, nausea, no emesis, with photophonophobia"). In 2015 she experienced ovarian cyst ("persistent 22x26 mm cyst right ovary/ persistent right ovarian cyst in 2017"). On (B)(6) 2016 she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6) 2016 she experienced abdominal pain lower ("abdominal discomfort persisted in both iliac fossae after abortion / pain in the hypogastrium that goes to the lumbar region, recurrent"). On (B)(6) 2016 she experienced dysmenorrhoea ("dysmenorrhea/ she continues with dysmenorrhea") and back pain ("lumbar pain/ pain in the lumbosacral area / pain in the lumbar area and that radiates to the abdominal area"). On (B)(6) 2017 she experienced dysuria ("discomfort when urinating"). On (B)(6) 2017 she experienced lower abdominal discomfort ("she continue with discomfort at the hypogastric level"). On (B)(6) 2017 she experienced procedural pain ("abdominal pain / pain in the mesogastrium, hypogastrium and central lumbar fossa after discharge the hospital (laparoscopic hysterectomy procedure)"), post procedural fever ("she refers fever and dysthermia since last night (after laparoscopic hysterectomy procedure)"), procedural nausea ("she refers nausea afther discharge from hospital (laparoscopic hysterectomy procedure), general malaise"), procedural vomiting ("she refers vomiting afther discharge from hospital (laparoscopic hysterectomy procedure)") and a first episode of constipation ("not being able to go to the bathroom / constipation recurrent / persistent constipation"). On (B)(6) 2018 she experienced vaginal discharge ("yellow vaginal discharge, recurrent"). On (B)(6) 2018 she experienced vulvovaginal pruritus ("vaginal itching"). On 23-jan-2018 she experienced dermatitis contact ("she states that with the use of costume jewelry her skin is irritated and itchy"). On (B)(6) 2018 she experienced vaginal cuff dehiscence (seriousness criterion hospitalisation), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain / nonspecific abdominal pain. Possible ICU"). On (B)(6) 2018 she experienced urinary tract infection ("possible urinary infection"). On (B)(6) 2019 she experienced libido decreased ("decreased libido, recurren t"), a first episode of nocturia ("nocturia"), micturition urgency ("micturition urgency without leakage / she has to go to the bathroom every 45 minutes to urinate") and abdominal discomfort ("abdominal discomfort that increases with physical activity"). On unknown date she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), allergy to metals (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), genital injury (seriousness criterion medically important), cramp in lower abdomen ("cramp / permanent abdominal cramps/ a feeling of giving birth, contractions, my belly was bursting"), device expulsion ("part of essure is embedded in the uterine cavity"), urticaria ("important welts"), pruritus ("itching"), abdominal distension ("abdominal swelling / bloating"), pain ("pricks / day and night pain"), device intolerance ("rejection to essure"), adenomyosis ("myometrium adenomyosis"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness"), eye irritation ("eye irritation"), nausea ("nauseas"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), pollakiuria ("increased urinary frequency"), drug hypersensitivity ("possible allergic drug reaction to beta-lactams / various allergic"), a second episode of constipation ("problems of constipation (adherent syndrome)"), a second episode of nocturia ("nocturia"), alopecia ("hair loss/ severe hair loss"), uterine spasm ("utrine contractions as if she was about to give birth"), rash ("skin rash"), arthralgia ("joint pain"), anxiety ("anxiety / severe anxiety"), dizziness ("I was very dizzy"), genital haemorrhage ("especially because of my periods, it was no longer a period, but rather bleeding, but for 2 weeks, 3 weeks, it didn't stop") and headache ("headaches"). The patient was hospitalised from (B)(6) 2018 to (B)(6) 2018. The patient was treated with ibuprofen, maxalt (rizatriptan benzoate), analgesics, rosalgin (benzydamine hydrochloride), dulac (lactulose), antibiotics, macrogol;potassium chloride;sodium bicarbonate;sodium chloride and serelys (herbal pollen nos;tocopherol) as well as surgery (essure removal - uterus and fallopian tubes removal on (B)(6) 2017, essure removal - total hysterectomy on (B)(6) 2017, laparoscopic total hysterectomy for right essure removal (B)(6) 2017, vaginal dehiscence suture on (B)(6) 2018 and voluntary interruption of pregnancy). On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the dyspareunia and micturition urgency were resolving, the vaginal cuff dehiscence had resolved and the allergy to metals, embedded device, pelvic pain, dysmenorrhoea, cramp in lower abdomen, device expulsion, urticaria, pruritus, device intolerance, muscle spasms, nausea, urinary incontinence and urinary tract infection had not resolved. The outcomes for pelvic inflammatory disease, device breakage, genital injury, abdominal pain lower, back pain, intermenstrual bleeding, abnormal uterine bleeding, polymenorrhoea, lower abdominal discomfort, abdominal distension, pain, ovarian cyst, adenomyosis, fatigue, asthenia, mood altered, dry eye, eye irritation, migraine, insomnia, dysuria, pollakiuria, drug hypersensitivity, procedural pain, post procedural fever, procedural nausea, procedural vomiting, vulvovaginal pruritus, dermatitis contact, vulvovaginal pain, vaginal discharge, abdominal pain, libido decreased, abdominal discomfort, alopecia, uterine spasm, rash, arthralgia, anxiety, dizziness, genital haemorrhage, headache, the last episode of constipation and the last episode of nocturia were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. The estimated date of delivery was on (B)(6) 2016. The pregnancy outcome was reported as elective abortion. The reporter considered lower abdominal discomfort, abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, cramp in lower abdomen, abnormal uterine bleeding, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, the first episode of constipation, the second episode of constipation, dermatitis contact, device breakage, device expulsion, device intolerance, dizziness, drug hypersensitivity, dry eye, dysmenorrhoea, dyspareunia, dysuria, embedded device, eye irritation, fatigue, genital haemorrhage, genital injury, headache, insomnia, intermenstrual bleeding, libido decreased, micturition urgency, migraine, mood altered, muscle spasms, nausea, the first episode of nocturia, the second episode of nocturia, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pollakiuria, polymenorrhoea, post procedural fever, pregnancy with contraceptive device, procedural nausea, procedural pain, procedural vomiting, pruritus, rash, urinary incontinence, urinary tract infection, urticaria, uterine spasm, vaginal cuff dehiscence, vaginal discharge, vulvovaginal pain and vulvovaginal pruritus to be related to essure administration. The reporter commented: essure was inserted in (B)(6) 2014 (2 attempts failed on right coil) and (B)(6) 2015 (right coil inserted). On (B)(6) 2017, still had dysmenorrhea and menstrual alterations. She was dissatisfied and upset. She made the clinic responsible for essure. She wanted them to "remove the essure devices." The patient had 4 surgeries for the implantation of the devices, then she had other surgery (fifth procedure) for removal of essure with removal of both fallopian tubes but part of essure was embedded in the uterine cavity according to last test performed for which the symptoms and conditions remain: on (B)(6) 2017, bilateral laparoscopic salpingectomy was performed, an amputation of both fallopian tubes, without being able to extract in all the right essure, she was discharged on (B)(6) 2017. On (B)(6) 2017 she went to the emergency room, due to severe pain, and they confirm a suggestive image of essure in the cavity with a curvilinear path. On (B)(6) 2017, surgical procedure performed to remove a piece of essure with impact on the uterine myometrium. On (B)(6) 2018, a vaginal dehiscence suture performed. Findings: vaginal dome suture dehiscence 5-6 cm. Three interventions were done involving general anesthesia. After these interventions the patient had dyspareunia, urinary incontinence frequency, nocturia, and problems of constipation (adherent syndrome). Treatment that she is currently receiving on date of this report(B)(6) 2021 (according to the patient's reference since she does not provide a medical prescription for any of them and only the drugs that refer to vaginal lubrication and hydration appear in the provided medical history): microform 30 mg 1 tab / 24h, climotel 1 tab / 24h, hidrocare, lubricating ointments, vaginal washes. On an unknown date: patient reports damages due to defective product there must be something wrong." And she came out¿ she gave me a culture and said: ¿you have to give it to me to do the pregnancy test.¿ I handed it to her at the discrepancy noted in essure insertion date: placement dates (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.522 kg/sqm. [Abdominal x-ray] on (B)(6) 2015: abdominal-pelvis x-ray, essure normally inserted; on 02-nov-2017: intriguing image of essure in cavity with curved path [colonoscopy] on (B)(6) 2018: normal colonoscopy [computerised tomogram head] on (B)(6) 2016: no intra or extra axial hemorrhagic lesions no mass effect. Ventricular size within normality. Left mastoid cell hypoplasia [gynaecological examination] on (B)(6) 2017: vaginal examination: mobile cervix, no pain when mobilising, douglas free. No palpable adnexae; on (B)(6) 2017: speculum: multiparous cervix, epithelialized, bleeds from cavity less than period, not painful on mobilization. Bimanual exam: regular uterus, anteverted, normal size, not painful, no palpable adnexae; on (B)(6) 2018: speculum examination: suspended vault, wound in good condition. Nonspecific yellow discharge. Vaginal exam: scar in good shape. No abdominal pain; on (B)(6) 2018: dehiscence of the vaginal vault is sutured. It is sutured with 5 simple stiches with 0 vicryl. No incidents. Findings: 5-6 cm dehiscence of vaginal vault suture. Postoperative: normal progress. Vaginal exam on discharge: vault closed, no bleeding. No pain; on (B)(6) 2018: normal flow, no suture palpable.; on (B)(6) 2019: speculum: vaulted closed, suture. No other findings and suture, both ovaries normal. Serelys and palomacre vaginal moisturizing gel were prescribed; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy.; on (B)(6) 2019: hypotonia of the pelvic floor musculature for which she is referred to physiotherapy treatment. The muscles are more elastic and more relaxed. Absence of myofascial trigger points in the internal and pyramidal obturator.; on (B)(6) 2020: normal external genitalia, wide and elastic vagina, normal vaginal vault. Normal flow. Pain at the elevation of the cul-de-sac at the utero-sacral level. Tve: normal ovaries. Douglas free. Clinical judgement: chronic pelvic pain. I refer to the pelvic floor unit. Blissel for application / nights, 2 weeks and then alternate days. Sexual intercourse: mucus cum laude.; on (B)(6) 2020: normal-looking, symmetrical, eutrophic-looking external genitalia. To acupressure with swab and fingers, no pain at the level of the perineal nucleus, preserved bilateral sacral reflex. Stabbing pain especially at the level of the right vestibule and on palpation. Pain on mobilization of the vaginal vault, suspended, mobile and soft (I did not identify granulomas or specific trigger points).; in (B)(6) 2021: a general physical examination is carried ou: 1.5cm linear scar on the roof of the navel cavity. Apparently, there is another on the floor, but neither the patient nor I could see it, 1.1cm linear scar in the right flank, 1.5 cm linear scar in left flank, 0.8mm linear scar in the hypogastrium. There are no other abdominal injuries. Nor in the area of contact of the button of the jeans with the skin. The patient lies down and gets up from the table normally. Exerts force with the abdominal press without observing urine loss and without triggering discomfort of any kind, nor does the patient manifest urinary urgency with the abdominal exploratory maneuvers. Performed valsalva maneuvers as normal. Abdominal examination: abdomen soft, depressible, not painful. The bladder globe is not palpable. The patient does not report discomfort due to pressure on the bladder area. [Hysteroscopy] on (B)(6) 2015: uterus in forced anteversion, with free endocervical canal. Regular and distensible endometrium cavity, surrounded by secretory endometrium. No space-occupying lesions. Left essure observed. Right ostium previously canalized with ureteral catheter. Subsequently, right essure implanted with no incidents (3 intracavity rings) [laparoscopy] on (B)(6) 2017: abdominal cavity macroscopically normal. No adherences, no endometriosis sites. Both intratubal devices seen correctly positioned. Bilateral salpingectomy performed with harmonic clamps. Left essure is removed, right essure is in intramural position, not removed. Careful hemostasis [magnetic resonance imaging] on (B)(6) 2017: probable diffuse adenomyosis. Images suggesting endometriomas are not observed; (date unknown): an intrauterine device (iud) is seen in the uterus¿ instead of essure, because the radiologist did not understand what essure was, he saw a device, but he related it to the iud [pathology test] on (B)(6) 2017: biopsy: fallopian tubes with no relevant changes; on (B)(6) 2017: biopsy: uterus comes open size 9 x 6 x 3.5 cm. No lesions in the cervix. Endometrium size: 0.4 cm, myometrium 2 cm. Near the right horn a metallic thread from essure device is seen diagnostic: cervix: squamous metaplasia, mucous retention cysts. Weak proliferative endometrium myometrium adenomyosis; on (B)(6) 2017: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis; on (B)(6) 2018: uterus, near the right horn there is a metallic thread, essure device. Myometrium adenomyosis [physiotherapy] on (B)(6) 2019: after four treatment sessions, the patient experienced significant improvement and discontinued treatment. [Pregnancy test] in (B)(6) 2016: positive [skin test] on (B)(6) 2018: positive for nickel, no other substances [ultrasound scan] on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on (B)(6) 2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Essures seen. Adnexae normal. No free liquid; on (B)(6) 2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on (B)(6) 2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy; (date unknown): great, it's healed, everything's perfect. Now go live [ultrasound scan] on (B)(6) 2015: normal uterus and adnexae (persistent 20-mm anovulatory follicle in right ovary). Both intratubal devices seen; on 18-may-2016: intrauterine gestational sac with 15.1 mm embryo (8 weeks) with positive heartbeat. Normal uterus and ovaries. Essures can be seen; on (B)(6) 2017: normal uterus. Fine menstrual echogenic line 5-6 mm. Essures seen. Adnexae normal. No free liquid; on 30-oct-2017: normal uterus with intratubal devices correctly inserted (intramural path, right ovary with persistent 22x26 mm cyst since 2015 (ovary size 47x46 mm). Essures in the cavity fundus, they seem slightly descended without other findings, small follicle in right ovary of 12mm; on (B)(6) 2017: anteverted uterus. Right essures is seen isthmic, both adnexae normal. No free liquid; on (B)(6) 2018: no pathological findings; on (B)(6) 2019: normal ovaries, periovulatory follicle in right ovary. Pouch of douglas free, 3d ultrasound in pelvic floor, no levator aniavulsions, normal vaginal hiatus; on 04-nov-2019: the gynecological examination was normal and only hypotonia of the pelvic floor musculature was found, so she was referred to physiotherapy; (date unknown): great, it's healed, everything's perfect. Now go live [ultrasound scan vagina] on (B)(6) 2020: folded bladder with normal appearance, without urethral funnel with valsalva. I don't identify internal genitalia lot number: 50651683 manufacture date: 2012-03 expiration date: 2015-03 lot number: c61993 manufacture date: 2014-06-03 expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: reporter causality comment updated with: discrepancy noted in essure insertion date (B)(6) 2015. Annex e codes updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation") and embedded device ("part of essure is embedded in the uterine cavity") in a female patient who had essure (batch nos. 50651683 and c61993) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted and removed on an unknown date. A new essure was inserted on (B)(6) 2015. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness") and eye irritation ("eye irritation"). On an unknown date, 1 day after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("part of essure is embedded in the uterine cavity"), complication of device insertion ("only one device was inserted in the first procedure/ the patient had 4 surgeries for the implantation"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), asthenia ("weakness"), mood altered ("mood changes"), pain ("pricks"), muscle spasms ("cramps in the lower limbs"), dry eye ("eye dryness") and eye irritation ("eye irritation"). The patient was treated with surgery (essure removal - fallopian tubes removal) and surgery (essure removal - fallopian tubes removal). Essure was removed. At the time of the report, the pelvic inflammatory disease, menorrhagia, dyspareunia, fatigue, asthenia, mood altered, pain, muscle spasms, dry eye and eye irritation outcome was unknown, the embedded device and device expulsion had not resolved and the complication of device insertion had resolved. The reporter considered asthenia, complication of device insertion, device expulsion, dry eye, dyspareunia, embedded device, eye irritation, fatigue, menorrhagia, mood altered, muscle spasms, pain and pelvic inflammatory disease to be related to essure. The reporter commented: essure was inserted in (B)(6) and (B)(6) 2015. The patient had 4 surgeries for the implantation of the devices and recently, she had other surgery (the fifth procedure) for the removal of essure. She suffered the removal of the fallopian tubes but, in spite of the procedure, part of essure is embedded in the uterine cavity according the last test performed for which, the symptoms and conditions remain. The reporter gives 5 days for a response from bayer in order to solve the situation. In case that they do not receive a response they will initiate legal proceedings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-nov-2017 for the following meddra preferred term: medical pelvic inflammatory disease. The analysis in the global safety database revealed 80 cases. Embedded device. The analysis in the global safety database revealed 410 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.